Event description:
It was reported that the customer's insulin pump was not communicating with the transmitter. Customer's blood glucose level was 253 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The test blood glucose meter communicated properly to the insulin pump. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.